Manufacturer narrative:
(B)(4) . Pt weigh: unknown as information was not provided. PMA 510(k): similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: visual inspection found captor valve torn which is assumed to be the root cause of this event. Based on what is reported and the results of the investigation unknown how and when the disk was torn, however this tearing of discs most likely happened somewhere during the procedure. Internal actions have been initiated and relevant personnel have been informed of this incident. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a (B)(6) year old male patient underwent taa repair with right femoral artery approach on (B)(6) 2014. On removing the grey positioner after placing the main body in the desired position, he closed the hemostatic valve. However, blood kept leaking from the valve. The user held the valve by hand to treat leakage and continued the procedure. No additional treatment was performed. Patient outcome: there have been no adverse effects to the patient reported.